Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and lead system exhibited high out of range (oor) pacing lead impedance (pli) measurements greater than 2000 ohms and loss of capture (loc). Boston scientific technical services (ts) observed that the lv lead appeared to be plugged and the device is programmed with right ventricular (rv) lead only. Additional information received that the cause of oor pli was not determined. This system was explanted and was replaced by a new one. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.